Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. The insulin pump was received with cracked case at display window corners and battery tube threads. The insulin was received with no cracks on lcd window. The insulin pump was received with broken reservoir tube lip, missing o-ring and end cap sticker. The insulin pump was received with corroded battery tube. The insulin pump was received with minor scratches on lcd window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had crack near the display. The customer stated that crack occurred during an accident. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.